Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube pushed off during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "during use, the customer found 1ea fbn occurred push off when connect the sst, serum, edta tubes."

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube pushed off during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 1ea fbn occurred push off when connect the sst, serum, edta tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.